Event description:
Consumer reports using two (2) heat patches on both sides of lower back and one (1) patch caused a blister. The consumer began to self-treat with an antibiotic cream but area became infected. Went to doctor and was put on antibiotics to treat burn.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. The lot number for the product is unknown, unable to run complaint history check or device history check. Will continue to monitor on monthly trend reports.